Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device was evaluated and found to be within specification.

Event description:
In this event it was reported that a vdw. Connect locate apex locator was giving incorrect measurements; no injury resulted.